Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-nov-2021. The most recent information was received on 06-dec-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavy menstrual bleeding') in a 50-year-old female patient who had essure (batch no. E71800) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), migraine ("migraines"), arthropathy ("joint problems"), joint stiffness ("joint stiffness"), tendonitis ("numerous tendinitis / tendinitis of the gluteous maximus"), fatigue ("severe fatigue"), confusional state ("confusion"), dizziness ("dizziness"), sinusitis ("recurrent sinusitis"), pruritus ("itching on the feet"), visual impairment ("vision problems"), sleep disorder ("sleep problem") and musculoskeletal stiffness ("lower back stiffness"). The patient was treated with surgery (essure removal via laparoscopic bilateral hysterectomy and salpingectomyon (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, migraine, arthropathy, joint stiffness, tendonitis, fatigue, confusional state, dizziness, sinusitis, pruritus, visual impairment, sleep disorder and musculoskeletal stiffness outcome was unknown. The reporter provided no causality assessment for arthropathy, confusional state, dizziness, fatigue, heavy menstrual bleeding, joint stiffness, migraine, musculoskeletal stiffness, pruritus, sinusitis, sleep disorder, tendonitis and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 97 kgs. Lot number: e71800, UDI: (B)(4), production date: 2015-11-19, and expiration date: 2018-11-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-dec-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-nov-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavy menstrual bleeding') in a (B)(6) female patient who had essure (batch no. E71800) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), migraine ("migraines"), arthropathy ("joint problems"), joint stiffness ("joint stiffness"), tendonitis ("numerous tendinitis / tendinitis of the gluteous maximus"), fatigue ("severe fatigue"), confusional state ("confusion"), dizziness ("dizziness"), sinusitis ("recurrent sinusitis"), pruritus ("itching on the feet"), visual impairment ("vision problems"), sleep disorder ("sleep problem") and musculoskeletal stiffness ("lower back stiffness"). The patient was treated with surgery (essyre removal via laparoscopic bilateral hysterectomy and salpingectomyon 28-sep-2021). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, migraine, arthropathy, joint stiffness, tendonitis, fatigue, confusional state, dizziness, sinusitis, pruritus, visual impairment, sleep disorder and musculoskeletal stiffness outcome was unknown. The reporter provided no causality assessment for arthropathy, confusional state, dizziness, fatigue, heavy menstrual bleeding, joint stiffness, migraine, musculoskeletal stiffness, pruritus, sinusitis, sleep disorder, tendonitis and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.